Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump and provided instructions, after which the malfunction did not recur. The customer was informed to continue using the pump and to reach out if the issue recurred.